Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced a reservoir leak. The customer's blood glucose was 322 mg/dl. The customer stated that the leak occurred while filling the reservoir. The customer stated that there was no fluid visible inside the insulin pump. Advised to avoid pulling the plunger too far down the barrel as this could cause a leak path. The customer was unsure if there was an air bubble in the reservoir. The customer further mentioned that she had issues with priming the insulin pump. Customer stated that her nurse would call back in order to finish priming the insulin pump. Advised to return the reservoir for analysis. Advised that a replacement reservoir would be sent. Nothing further reported.